Event description:
It was reported that the pt experienced sudden and complete hearing loss 15 days ago, head trauma was denied by pt. Problems of outer devices have been excluded. Testing result indicated all channel are in status hi except channel 3, groundpath impedance was not valid, coupling and integrity are ok. The pt was reimplanted on (B) (6) 2010.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.